Manufacturer narrative:
Chiaro has conducted a literature review ((B)(4)) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested further informationf rom the customer in relation to the low suction issues. The customer is yet to respond to further follow up communication from the customer care team. The device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 12th december from the us that they were experiencing low suction issues with their elvie pump. The cutomer advised that they were then admitted into hospital with mastitis and was prescribed antibiotics. The customer has alleged that the clogged ducts may have been as a result of the low suction from their elvie pump. The customer has continued to use the pump.